Event description:
During a vaginal hysterectomy, the shim detached from the open forceps and fell into the patient. The shim was retrieved from the patient with no patient harm. Another like device was used to complete the procedure.

Manufacturer narrative:
The complaint was confirmed. The shim was detached from the bottom jaw without the power cable. The shim was returned with the device and was covered with heavy coag. The top shim which is still attached to the device measures 3.0 ohms, (shim to jaw). No adhesive present on the face of the jaw or in the shim locating holes, the jaw also appears to have masking residue on it. There appears to be backfill present along the perimeter of the jaw. All of the residue adhesive is on the back side of the shim sub assembly. Bond failure between the shim and the jaw of the forceps.